Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea xl 31mm single-use stapler opened by the account. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: procedure: lap sigmoid resection. After firing the device, there was a hole in the bowel at the anastamotic site. It appeared that approximately half the tissue was not closed (they did not say not stapled, they said not close- rep specified). The surgeon had to resect below the staple line, using another eeaxl31 stapling device to create the new anastamosic. There was an additional 45 minutes of or time and there was unanticipated tissue loss as tissue was resected. There was no unanticipated blood loss of 500cc or more. No reinforcement material used. Covidien sizers were used.